Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported xenon lamp failed prematurely and reduced light output caused poor image quality during a endoscopic procedure involving an olympus lamp. There was no patient injury reported.